Event description:
Reportedly the patient was unable to keep the external transmitting coil securely over the internal device even when using the strongest external magnet. The patient had revision skin flap surgery in 2007. Per the surgeon's report, the surgery was successful and the patient healed well.

Manufacturer narrative:
This is a final report.